Event description:
Device malfunction: thumb advancer unable to advance completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of femoral artery after an interventional procedure. Reportedly, resistance was felt and the thumb advancer stopped from completing the splitting of the sheath. The safety release button was used successfully and the device was removed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was returned for investigation. It is not yet complete.